Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance and difficult to remove could not be tested as it was based on operational context. The reported material deformation (stent) could not be confirmed. A review of the production records and the corrective and preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the stent delivery system (sds) was unable to advance across the lesion. It is likely that the heavy calcification of the lesion contributed to the reported failure to advance. During removal, it was reported that the sds encountered difficulty entering the catheter during removal. Analysis of the returned sds noted a kink on the shaft, near the guide wire exit notch. This type of damage would impact clearance with the guide catheter, contributing to the reported difficulty during removal. It is possible that the kink occurred due to interaction with the anatomy during advancement; however, this cannot be confirmed. Additionally, it was reported that the stent was noted to be deformed after removal from the anatomy. Analysis of the returned device was unable to confirm the reported stent deformation. Analysis observed no damage or anomalies on the stent. Follow up with the account confirmed the correct device was returned. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat the severely calcifiied distal left anterior descending (lad) coronary artery. Balloon dilatation was performed to prepare the vessel and then a larger balloon was used. Despite this preparation, the 2.0x18mm xience alpine stent delivery system (sds) failed to cross the proximal cap of the lesion. During removal, the sds became stuck at the distal end of the guiding catheter. After several attempts, the sds was removed and the stent struts were noted to be lifted and deformed. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.